Event description:
It was reported that when the implantable pulse generator (ipg) was interrogated in the box it showed elective replacement indicator (eri). It was unknown how long the product was on the shelf. The device was not used. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device was at elective replacement indicator (eri), and was not reprogrammable in the field. (B)(4).